Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning appears to be related to procedural conditions (positioning between clip and commissure). The reported entrapment of device and single gripper actuation issue appear to be related to procedural conditions (troubleshooting to release leaflet from gripper was unsuccessful). The reported poor imaging is related to challenging patient anatomy, per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted imaging was challenging. One clip was successfully deployed on the mitral valve. To further reduce mr, a second clip was inserted and advanced into the left ventricle (lv). However, resistance was felt as the clip became caught on patient anatomy. The clip was retracted into the left atrium (la) without causing damage. The clip was advanced back into the lv, but it was observed the anterior leaflet became caught on the clip and the gripper was no longer to function. Troubleshooting was performed, but the clip was unable to be removed. Although still attached to the anterior leaflet, the physician was able to grasp the posterior leaflet. The clip was deployed, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.